Event description:
During a revision is was noted that qty 2 modular heads disassembled insitu.

Manufacturer narrative:
Based on the description of the events and the returned parts, it can be hypothesized that the root cause of the issue was improper fitment between the tulip head and taper lock. However this failure did not cause the revised surgery, additional levels were being added to the contruct.